Event description:
Physician attempted to use an everflex entrust self-expanding stent with a 6 x 150 mm sheath and a 0.035 guidewire during treatment of a 120 mm lesion in the patient¿s right mid superficial femoral artery (sfa). Moderate vessel tortuosity and severe vessel calcification were reported. Artery diameter reported as 6 mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The device was prepped per the IFU (instruction for use) with no issues identified. Embolic protection was not used. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. A puncture was performed in the right common femoral artery. The guidewire, 5 fr introducer and pig catheter were advanced and an aortogram was performed finding an abdominal aorta of normal caliber without stenosis or common iliac artery dilatations. The right external common iliac artery was selectively cannulated. On the left side there was complete occlusion of the distal superficial femoral artery with scarce recanalization in popliteal with absence of flow in the posterior trunks of the left lower limb. On the right-side patency of the common, superficial and popliteal femoral artery with mild to moderate infra patellar arterial disease was identified. 5000 iu of heparin was given, the 7 x 45 introducer was changed and contrast medium was injected through the left side. Physician proceeded to negotiate with obstruction with a 5 mm angioplasty balloon and a 3 mm balloon achieving recanalization of the superficial femoral artery and the anterior tibial artery with a good filling distal to the foot vessels. Physician proceeded to pass the everflex entrust stent for uncomplicated release in the first part, after that the release system is completely locked and a wire started to emanate from the release handle/system, so the stent could not be completely released and remained stagnant. It was decided to completely remove the stent with the introducer, which caused a fracture of the stent. Bleeding was not observed in the right inguinal region. The component embolized in the patient's vessel but no arterial ischemia was reported. Occlusion of the right common femoral artery by 80% was reported as the stent closed the vessel lumen and required manual removal by open surgery. The detached component does not remain in the patient. A puncture was performed in the right common femoral artery. Arteriotomy and exploration of the right femoral artery was used for the extraction of the portion of the stent that fractured and was occluding the vessel.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the physician verified the integrity of the input externally, and that he did not find any alteration (stent was completely contained within the tip of the catheter) while moving the delivery system through the already implanted guide. The physician reported that during the first 2 clicks of the wheel there was no problem, but later realized that a piece of guide (or cable) came off at the bottom of the wheel that prevented continuing with the release in a conventional way. The physician indicated that while turning the wheel and subsequent exit of the cable or guide under the wheel, he did not make any turn (torque) to the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the customer returned 5 images for evaluation. Image 1 and 2: these images depict the distal end of the everflex entrust device with a portion of the stent exposed from the distal end of the device. The stent appears to be fractured. Image 3 and 4: both these images depict the inner gold sheath of the device exiting out through the handle of the device, where the red lock pin is situated before removal. Image 5: this image depicts the device label from the product tray, the lot number on the label correlates with the complaint device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.